Event description:
The reporter states that after three weeks of pt use, the cuff becomes rigid and it's impossible to put the inner cannula in the tube. The caller confirmed that reintubation/recannulation of a replacement tube was required.

Manufacturer narrative:
The sample is currently in transit to the manufacturing site for investigation.